Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 3 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 45 ncm of primary stability was achieved, the patient presented bone type ii and immediate implant procedure was performed.